Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt reported that he had not charged his system in over a year because of personal issues. The pt states he no longer needs his scs system and is considering having it removed. Surgical intervention may be pending to address the issue.